Event description:
It was reported the patient presented to the or for device replacement surgery. Upon defibrillation testing, the device was unable to convert the patient and external defibrillation was used. The device went into backup vvi mode. Device was not implanted.

Manufacturer narrative:
The reported field event of a device reset was confirmed in the laboratory. Upon receipt, the device was interrogated and was found to be in backup vvi mode. The device image was found to be corrupted and could not be reviewed. The device was tested using automated test equipment and no anomalies were found. The cause of the reported reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.